Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the ultrasonic probe on the evis lucera ultrasound gastrovideoscope had surface damage. The issue was observed during reprocessing after a completed procedure. The procedure was completed but it is unknown if completed using the same device or another similar product was used. There was a delay but the information from the customer was very vague. It is unclear if the delay had any effects on the patient. There were no reports of patient harm or impact associated with this event. Inspection of the returned device revealed that the acoustic lens was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The customer returned the device to olympus for evaluation, and the customer's allegation of surface damage (peeling) was confirmed. The acoustic lens was peeling. Specifically, there was peeling of the ultrasonic probe surface. This was due to conditions of physical stress, by dropping or knocking of the device. Additionally the following findings were also identified and are as noted: due to a pinhole on the bending section cover or distal end (a-rubber), water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover (a-rubber) was detached; adhesive on bending section cover (a-rubber) had a chip; adhesive on bending section cover (a-rubber) had a crack; elevator channel plug was loose; the objective lens had a crack, and a chip; the connecting tube had a stain; due to damage on ultrasonic probe, the number of missing element exceeded the standard value; due to peeling of acoustic lens, displayed ultrasound image was defective; due to peeling of acoustic lens, displayed ultrasound image was defective; paint on air/water-cylinder was peeled; paint on suction-cylinder was peeled; and scratches were found on multiple components of the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.